Event description:
It was reported that the patient was scheduled for a lead extraction due to oversensing lead noise. It was noted that the device exhibited pacing inhibition due to lead noise. Both the right atrial and the right ventricular leads were explanted and replaced successfully.